Event description:
A malfunction was reported with the device, indicated by a malfunction code. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, which did not resolve the issue, leading to the decision to replace the pump. The customer was informed to use a backup method to ensure continued insulin delivery and instructed on returning the faulty pump.